Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 41 staples remaining in the cover block. The trigger was returned not engaged. Clear evidence of use in the form of biological material was present on the device. Proper functional inspection could not be performed due to the severity of the staple misalignment. Upon engagement of the trigger, no staples fired. It appeared that the misalignment of the staples prevented the staples to fire. The stapler was disassembled, and it was confirmed to have been assembled correctly. The cover block was observed to be chipped. In addition, die casting anomalies were discovered on the forming tool. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the second staple prevented the staples from firing. The sample was disassembled. Die casting anomalies on the forming tool and a chipped cover block was observed. Actions to address this issue of chipped cover blocks in visistat 35w were established as part of a non-conformance, which was closed on 19-feb-2025. The sample was manufactured prior to these actions on 08-nov-2023. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".